Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-34 product lot number implant date na explant date na this is a system report. The section d information is for the primary device, which was in use with the following: product ID: evolutfx-34, serial/lot #: (B)(6), ubd: 14-mar-2027, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure, a pre-balloon dilation was performed with a 23 mm balloon. The valve was initially positioned too high and required partial recapture and repositioning. Upon recapture, the stiff wire was moved, causing the valve to dislodge up and necessitate a full recapture. During the second deployment, an infold was noted. The valve was recaptured and removed. A new valve was subsequently implanted.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6 - annex b and annex c codes as they apply to the system reported device medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure, a pre-balloon dilation was performed with a 23 mm balloon. The valve was initially positioned too high and required partial recapture and repositioning. Upon recapture, the stiff wire was moved, causing the valve to dislodge up and necessitate a full recapture. During the second deployment, an infold was noted. The valve was recaptured and removed. A new valve was subsequently implanted. Additional information was received to report the patient anatomy included calcium on the annulus in the left coronary cusp; however, there was question whether the fellow pulled the guidewire and caused the valve to move during recapture, it was unknown if this contributed to the infold. There was a ten minute procedural delay as the new valve was loaded.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. Additional codes. An annex f code was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h2 h3 h6 image review: an incomplete set of intraprocedural fluoroscopic images were provided for review of the event. Patient¿s executive summary was not provided for anatomical review. The images available show the valve being deployed in an left anterior oblique (lao) view. The valve was deployed just prior to the point of no recapture and depth assessment was performed in the lao view only. The depth oscillated between 0 millimetres (mm) and 2mm on the non-coronary cusp and 5mm on the left coronary cusp. The valve was recaptured during which the valve dislodged aortic. Upon complete recapture of the valve infolded and the infold was confirmed during the subsequent deployment attempt. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. It was reported that the valve was recaptured, and a new valve was used to complete the procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.